Event description:
It was reported that the procedure was to treat the mildly calcified, moderately tortuous, proximal left anterior descending (lad) coronary artery with 90% stenosis. The 2.0x15 mm trek balloon dilatation catheter (bdc) was inflated once to 12 atmospheres and ruptured. There was no resistance during advancement or removal and the device was prepped per the instructions for use. A non-abbott bdc was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.